Manufacturer narrative:
The system was used for treatment. This case is reportable against the kit due to the observed clot in the return line. A batch record review for kit lot p317 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot p317 shows no trends. Trends were reviewed for complaint categories alarm #17: return pressure and clot observed. No trends were detected for these complaint categories. Section 2-9, anticoagulant, of the cellex operators' manual for use with software 5.4 states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The physician should review the patient's medical condition, medications and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." No further action is required at this time; this investigation is now complete. (B)(4), (B)(6) 2026.

Event description:
The customer contacted therakos to report clots observed in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported alarm #17: return pressure alarms and observed blood clotting in the return line when approximately 1500 ml of whole blood had been processed. The ecp treatment was aborted, and residual blood was not returned to the patient. The patient has been reported to have been stable. No patient harm has been reported.